Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusal circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.

Event description:
A female patient in another country developed a corneal ulcer and a corneal scar while using renu with moistureloc multi-purpose solution. A medical report summary from a hospital confirmed the patient presented to the hospital in 2005 and was admitted to the eye ward. The patient was diagnosed with a right eye contact lens related corneal ulcer. Her vision was hand movement right eye (od) and 20/30 left eye (os). She was given treatment of fortified antibiotic drops (fortum and tobramycin) and responded well. A corneal scrapping was done which later showed no organisms. The patient was discharged the following month. She was subsequently seen weekly at the hospital's out patient department. The antibiotics drops were tapered, and unspecified lubricants were given. Her ulcer healed, leaving a central stromal scar at the visual axis. Her vision improved to 20/30 od and 20/20 os. The corneal team experts determined the patient's right eye vision will be worse than her left eye; however, no surgical options were warranted. On approx two months prior to original date, the patient was seen again and her visual acuity was 20/30 od and 20/20 os. The patient's ocular condition was stable.